Event description:
It was reported that on (B)(6) 2015, a 23mm trifecta valve was implanted in the patient. On an unknown date, on imaging it was noted that the valve was failed due to calcification. A new 25mm navitor vison valve was decided to deploy with a small flexnav delivery system

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
It was reported that the trifecta valve was failed due to calcification after 10 years of implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. A valve failure was reported due to calcification, which could not be confirmed as the valve remains implanted and was not received for histopathological examination. Based on the information received, the cause of the reported event could not be conclusively determined. The reported surgical intervention was due to valve-in-valve implant using navitor valve. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
It was reported that the trifecta valve was failed due to calcification after 10 years of implant. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. A valve failure was reported due to calcification, which could not be confirmed as the valve remains implanted and was not received for histopathological examination. Based on the information received, the cause of the reported event could not be conclusively determined. The reported surgical intervention was due to valve-in-valve implant using navitor valve. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a